Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent hypoglycemia while using the ilet, with daily lows occurring after meals and overnight, including a lowest recorded glucose of 39 mg/dl and highs up to 280 mg/dl; review of user logs indicated a cgm target shift to a lower setting each morning and increased insulin delivery preceding subsequent lows, and the user treated lows with oral carbohydrates. Symptoms included hypoglycemia with associated not feeling well. Outcomes included the need for self-treatment and additional education, without hospitalization or professional medical intervention. Investigation included review of user-provided logs and troubleshooting with education and a request for follow-up training. Investigation of this case revealed that the specific cause of hypoglycemia was unclear, and device performance issues were not confirmed based on available data. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.